Event description:
It was reported to philips that the device was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device did not make x-rays. The service quote provided by philips was not accepted by the customer and no service has been provided from the philips. The customer resolved the issue on its own. No further action was performed by philips. The codes are updated based on the investigation outcome.